Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with loss of capture on the right ventricular lead. An x -ray was performed that indicated that the lead had dislodged. The lead was explanted and replaced. The patient was stable before during and after the procedure.